Event description:
It was reported that the patient experienced retention following placement of an artificial urinary sphincter. While straining to void, the balloon migrated out of its space. The balloon was replaced. The tubing was noted to be longer to lower the pump in the scrotum. The patient was in recovery and the retention resolved itself.